Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that their insulin pump alarmed with a critical pump error. The customer's blood glucose level was 116 mg/dl at the time of the incident. The customer was advised to revert to the backup plan. The insulin pump will not be returned for analysis.